Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of sensing and loss of capture were noted on the right ventricle (rv) leadless pacemaker (lp) resulting in the patient feeling unwell. Diagnostic imaging was performed and dislodgment of the rv lp in the right pulmonary artery was observed. A revision procedure was performed and the rv lp was successfully retrieved and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were device dislodgment, loss of capture, and loss of sensing. The event of loss of capture and loss of sensing could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation was consistent with having occurred during procedure. Further analysis, including output verification and a sensing test, found no anomaly contributing to the reported events of a capturing or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.